Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided brand name unknown / not provided catalog and lot number unknown / not provided t3st411, t3 pro non-platform switched tapered implant 4mm (d) x 11.5mm (l)/lot# 2023060405 PMA/510(k) number not available no device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. No item/lot, product not returned.

Event description:
It was reported that the implant disengaged from the driver when it was being moved from the package to the patient and ended up on the floor. We completed the procedure with a new implant.